Event description:
Device 1 of 2; reference MFR report: 1627487-2019-02513. It was reported the patient's permanent implant procedure of a drg system was abandoned. Reportedly, the physician had difficulty placing the first lead, then upon visual inspection of the lead and sheath, a possible kink in the sheath was noted. The lead tip also appeared compromised. The patient was sent to recovery and was alert.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-02513.